Event description:
Pump failed inspection due to a nonfunctional downstream occlusion alarm. This situation occurred during biomed testing and there was no report of any pt involvement. The facility did not have any incident reports filed for this device.